Event description:
It was reported that externalized conductors were observed on the lead during device upgrade procedure. No electrical anomalies were detected when the lead was tested. The lead remains implanted with new device. The patient will be monitored.